Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a new cartridge with 275 units of insulin. Tandem technical support advised customer to reload the cartridge, customer did not want to further troubleshoot. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up; however, the customer did not respond.